Event description:
It was reported that during a laparoscopic hysterectomy procedure, the balloon was burst and water leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The instrument was returned for device evaluation. It was returned intact but without the spacer on the device. Based upon the visual and functional examination, it was concluded that the cut in the balloon caused by a sharp instrument. The batch history records were reviewed and no anomalies noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.